Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
A (B)(4) study subject # (B)(4) was implanted with an elevate sling on (B)(6) 2008. On (B)(6) 2010, physician reported graft extrusion. The event was resolved by trimming the mesh exposed on (B)(6) 2010. Site determined the event was related to the device and the procedure. No further information provided.